Event description:
It was reported that at the patient¿s device check the physician was unhappy and concerned that the device was at rrt (recommended replacement time) just four years post implant. The device remains in use. No patient complications have been reported as a result of this event.